Event description:
It was reported that the patient management database application displayed different left ventricular (lv) pacing values than a programmer or the remote monitoring network. The issue was escalated for investigation and it was determined that the lv pacing value in the application is different from the programmer and remote monitoring network because it shows the total time the left ventricle was paced in relation to the total event time and not just the pacing event time. The other two values show the amount of time the lv is pacing, with no right ventricular (rv) pacing, relative to total time of either ventricle pacing. It was noted that the application is operating as designed and the explanation was provided to the customer. The application remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.